Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having (transforaminal lumbar interbody fusion(tlif) spinal therapy. It was reported that cage collapsed 4months post op.  There was no patient symptom reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that in his early use of the device, surgeon most often applied full torque using handle. Currently he does so about 50% of the time and has not routinely indicated the use of torque in his operative reports. There are instance where he does not feel comfortable using torque due to the perceived quality of the bone intraoperatively and does not fully torque. He most often uses a 10mm scraper when sizing, and will then often implant a 9mm device, allowing for a little extra space. Sometimes uses trials for sizing. Uses image guidance for placement and monitors expansion of the implant under fluoro. Uses percutaneous screw (like voyager), but generally does not compress posteriorly. Most are unilateral approach (maybe 80% of the time with tilf approach) noted that posterior compression has helped but recognize perc screws can be challenging. Noted importance of using torque handle to full torque and when cage is loaded do not typically see loss of height.

Manufacturer narrative:
Additional information: h11 radiographic image review: lateral x-ray lumbar interbody fusion. Left panel interbody graft appears collapsed in left panel compared to right with same difference in x-ray alignment present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.